Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular pace.  A device interrogation was done, but the twos could not be recreated. No programming changes were made, and the lead remains in use.  No patient complications have been reported as a result of this event.